Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficult to remove and perforation. This information was received from one source. One patient was involved with no patient consequences. The patient was a 66 year old female. Weight information was not provided.

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Medical records and images were provided for review. The investigation is confirmed for perforation and difficult to remove. The definitive cause for the reported event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Medical records and images were provided for review. The investigation is confirmed for perforation and difficult to remove. The definitive cause for the reported event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficult to remove and perforation. This information was received from one source. One patient was involved with no patient consequences. The patient was a 66 year old female. Weight information was not provided.